Event description:
Customer reported she has been experiencing low blood glucose in the mornings for a week. Blood glucose has been in the 30 to 40 mg/dl range, treated with food. Customer had all ready disconnected from the device. Customer was not admitted for medical treatment. Most recent set change (B)(6) 2015. Customer was disconnected during rewind/prime sequence. Customers' technique was reviewed and it was determined it was good. Programming was reviewed and it was determined the device had a basal set for 12 am and 12:30 am. Customer did adjustments. Reservoir was showing the same amounts as the device. Customer added half a mile of walking. The device was not exposed to MRI. Customer was advised to talk to her doctor in regards to lows. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.